Manufacturer narrative:
Multiples attempts made to follow up with customer but no further information provided.the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump does not take a cartridge and the fill estimate displayed zero. Tandem technical support could not confirm an alarm. There was no reported impact to the customer's blood glucose level.